Manufacturer narrative:
(B)(4). Product registration - correction. B5: describe event or problem - correction/additional information. D4 model no - additional information. D4 catalog no - correction. D4 serial no - correction. D4 lot no - correction. D4 expiration date - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H4 device mfg date - additional information. H6 codes: type of investigation - additional information. H6 codes: investigation findings - correction. H10: corrected data.

Event description:
Subsequent to the initial MDR, a correction was updated on 04/04/2025. Performance data was reviewed for event date 03/02/2025. Patient data was present, however no calibrations to confirm the reported inaccuracy were present within the investigation window. Confirmation of allegation could not be determined. Inaccuracy allegations are confirmed by comparing an entered meter calibration to the preceding cgm value. If a meter value confirming the allegation does not exist in the data, the investigation result is considered undetermined. Due to the lack of visibility to meter values not entered as calibrations, inaccuracy allegations cannot be disconfirmed. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2025. On (B)(6)2025, it was reported that the pediatric patient experienced elevated ketone levels (5.8 mmol/l) and prolonged vomiting. At an unspecified time of the event the cgm reading was 2.5 mmol/l and the bg reading was 37.0 mmol/l. She was taken to the emergency department by her parent. There the patient was diagnosed with dka and treated with unspecified dka medication and antibiotics as the patient was additionally experiencing ¿bacteria in her blood system¿ (sepsis). The emergency department reported that she was going into shock on arrival. It took several hours for her ketones levels to decrease back to normal and her bg to return to normal levels. The patient was hospitalized for three days, from (B)(6)2025. At the time of the report the patient was recovered. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.